Event description:
The user facility reported that blood began leaking from a luer connection of the tubing kit during a bypass procedure. There was reportedly no harm to the pt and no medical intervention was needed as a result of this event. The procedure was completed successfully and blood loss was reported as "minimal". Additional event specific info was not available.

Manufacturer narrative:
Involved device was not returned, user facility info and quality records reviewed. The involved device was not returned for evaluation, which limits the failure investigation. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. All mfg personnel have been informed of this report in order to heighten their awareness. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available info has been placed on file in quality assurance for appropriate tracking, trending and f/u.